Event description:
Major pump unit(s) involved: drive unit failure. Additional text: pt caught driveline in pant zipper; 2 small holes in driveline leaking yellow fluid. Specific component(s) involved: driveline malfunction. Additional text: pt caught driveline in pants zipper-2 small holes in driveline leaking yellow fluid. Other component: causative or contributing factor: patient error in caring for system. Other cause: intervention(s): other interventions, specify. Other intervention : taped, cultured, x-rayed. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction